Event description:
The rv lead became dislodged and was sensing atrial activity. The pt received several inappropriate shocks and paramedics delivered an external shock to rescue the pt. The lead was repositioned.